Event description:
The ICD was returned to st. Jede medical in early january with no reason for explant. St. Jude medical was contacted by an attorney representing the patient's relative. The patient expired due to blood loss as a result of the lead perforating the heart. It was reported that this was not a product liability metter but physician error.